Event description:
Resident found on the floor by cna. Wrist restraint in place but back of wheelchair found on the floor with pt. No serious injury found. Multiple abrasions and contusions. In examining the chair it was found that restraint is applied around the pt and the back of the chair, when the pt pulls forward and upward it will release the back of the chair completely from the rest of the chair. This lady had fallen out. Pts used to be made aware of this possibility. If the restraints are around the posts of the chair this could not happen.